Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a severely calcified blood vessel. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at nominal pressure. The device was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient's condition was good post procedure.